Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the distal solder tip was separated and not returned. Additional reported information indicates that the physician was not aware of the tip separation as the tip was intact when the sales rep was given the guide wire to return to abbott vascular for analysis. Reportedly, upon receipt of the guide wire by the sales rep, the sales rep touched the tip of the guide wire which was still intact at that point. Therefore, the tip separation must have occurred during packaging of the guide wire for return or shipment.

Event description:
It was reported that during a procedure to treat a lesion in an unspecified coronary artery, resistance was felt with the balance middleweight (bmw) elite guide wire during advancement and withdrawal of two non-abbott dilatation catheters, a non-abbott stent system, and a non-abbott intravascular ultrasound catheter. The non-abbott stent was successfully implanted to treat the target lesion. Reportedly, the bmw elite guide wire was withdrawn from the patient anatomy and two stretched coils were noted. The physician did not know when the stretched coils occurred. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the stretched coils were confirmed via returned device analysis. The reported difficulty in positioning and removing the guide wire could not be replicated as the device was not returned in a condition in which the test could be performed. Based on visual inspection, dimensional analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information provided and the results of the sem analysis, it is likely that the tip ball corroded during shipment, such that it became detached or completely corroded away. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: dilatation catheter: core through 2.5 x 15 mm; cyclone hp 2.75 x 10 mm; guide cath: heartrail 6f jl3.5; stent: nobori 2.5 x 14 mm; other: eagle eye platinum (ivus). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.